Event description:
It was reported that during a procedure, the console output energy was low. The procedure was completed using the same device without patient complications.

Manufacturer narrative:
Correction to field e3. Occupation. The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the lamp and rod in first, third and fourth channels were defective. The fse proceeded to replace the first relay mirrors (frm) in second and fourth channels. After the fsr performed the replacement of the first relay mirrors and the brick with lamp and rod, the issue was resolved, and the unit was within specification. No further issues were identified during service. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on review of all information available and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the console output energy was low. The procedure was completed using the same device without patient complications.